Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material at the nozzle. There was no patient involvement.